Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle had a hub and cap that were cracked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: two needles were returned in opened packages. Both needles have cracked shields, and the one needle has the hub pushed into the shield up to the ears of the hub therefore failure mode is verified. During packaging, needles are blown into the blisters through feeder tubes, into bomb bays. If the air pressure blowing the needles over is too high, it can cause the needle to be jammed into the shield causing the cracked shields seen. Due to the low incident rate for this type of defect, no corrective action will be initiated at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 8090641: a visual inspection was performed on 11,650 parts with zero defects noted. 33 leak tests were performed on 165 parts with zero failures. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd precisionglide¿ needle had a hub and cap that were cracked. There was no report of exposure, serious injury or medical intervention.